Manufacturer narrative:
One 4f, 8.5cm, fast-cath hemostasis sheath was returned for evaluation. The sheath tubing had been detached within the hub; the tubing mating ends were relatively clean without obvious stretching or tearing of material. The detached tubing segment had continued and crimp-like marks, consistent with mechanical contact. No other visual anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Internal corrective actions have been implemented to address this issue.

Event description:
It was reported, the sheath and dilator were inserted over the wire and into the patient's vein. The physician noticed under fluoroscopy that the tube of the sheath had become disconnected from the hub and was advancing down the vein and over the wire as he pulled the dilator back. He was able to insert a snare to retrieve the tube portion of the sheath. Another sheath was used without complications. There were no reported consequences to the pt.